Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery the customer's blood glucose level was not impacted. The customer declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusion as further troubleshooting would be discussed with their diabetes trainer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.